Manufacturer narrative:
Vyaire file identification: (B)(6). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator has transducer fault alarm. At this time, there was no information of patient involvement reported with this event.

Manufacturer narrative:
Result of investigation: the reported complaint was unable to be confirmed or duplicated. Visually inspected vela pcba, found no signs of misuse or damage. Installed pcba on to a known good vela test fixture and connected unit to ac power. Powered unit into user mode, unit is ventilating normally without any alarms. Allowed the unit to ventilate for 1 hour. No issues were seen cycled the power into service mode and reviewed the events log. Events log was cleared by customer before sending the vela main board in for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.